Event description:
It was reported that there was an end of service (eos) or end of life (eol) message. The patient was done recharging when she tried to turn therapy on and got the eos message. It was noted that the patient ¿might have seen the message before¿ but was able to bypass it and use stimulation. The patient said he was in the hospital a month prior to the report due to a respiratory issue and may have used the stimulation 2 -3 weeks prior. The patient reported that they had not been in an overdischarge state previously and it doesn¿t explain why he had an implant that ended before the nine year mark. No intervention or outcome was reported. Follow up was conducted to obtain this information. If additional information is obtained, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3888-33, lot# v042634, implanted: (B)(6) 2007, product type: lead. Product ID: 3888-33, lot# v042634, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3888-45, lot# v042640, implanted: (B)(6) 2007, product type: lead. Product ID: 3888-45, lot# v042640, implanted: (B)(6) 2007, product type: lead. (B)(4).